Event description:
Reporter alleged the lancet device will sometimes get stuck and will not fire when the lancet for finger stick blood glucose testing. The manufacturers' eval dept determined the lancet does not fully retract after use. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.